Manufacturer narrative:
The reported complaint of the thermogard ivtm system (serial #(B)(6)) was not cooling was confirmed during the functional testing. The thermogard console bath temperature did not decrease, and the .csv file also confirms that after 25 minutes running at max cool, the tank temperature decreased only 4.25°c. The root cause of the cooling phase issue was due to a defective cooling engine (ce), likely attributed to a defective component. The ce needs to be replaced to remedy this issue. Visual inspection of the thermogard console was performed, and no issues were observed. The system failed functional testing during the power-on-self-test (post) due to the tcmid:06 error message, unrelated to the reported complaint. The root cause for the tcmid:06 was due to the ce refrigerant was leaking or lost in compressor. To remedy tcmid:06, the ce needs to be replaced. The event log review showed the occurrence of multiple tcmid:06 error messages on the reported event date, unrelated to the customer complaint. Waiting on customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint and there were no previous history of complaints reported for thermogard xp ivtm system with serial number (B)(6).

Manufacturer narrative:
The reported complaint of the thermogard ivtm system (serial # (B)(6) was not cooling was confirmed during the functional testing. The thermogard console bath temperature did not decrease, and the event log also confirms that after 25 minutes running at max cool, the tank temperature decreased only 4.25°c. The root cause of the cooling phase issue was due to a defective cooling engine (ce), likely attributed to a defective component. The ce needs to be replaced to remedy this issue. Visual inspection of the thermogard console was performed, and no issues were observed. The system failed functional testing during the power-on-self-test (post) due to the tcmid:06 error message, unrelated to the reported complaint. The root cause for the tcmid:06 was due to the ce refrigerant was leaking or lost in compressor. To remedy tcmid:06, the ce needs to be replaced. Following service, the thermogard xp ivtm system passed all the final functional tests without any error. Historical complaints were reviewed for service information related to the reported complaint and there were no previous history of complaints reported for thermogard xp ivtm system with serial number (B)(6).

Manufacturer narrative:
Zoll has received the console however, the investigation is still in progress. A follow-up report will be submitted when the investigation has been completed.

Event description:
During periodic inspection of the console by a zoll technician at customer site, the thermogard ivtm system (sn (B)(4)) was ran for more than 15 minutes and the cooling temperature stayed in the high range. A temperature probe (tp400) was used during the test. The warming temperature is functioning correctly. No patient involvement.